Event description:
The initial reporter indicated that a needle broke off of the syringe while medication was being administered by a nurse. According to the unit manager, the device is new to the staff and the nurse "had difficulty using the product to draw the insulin and feels the needle may have bent in the process." After the needle broke off, it was reportedly removed from the patient's arm. A syringe-specific defect was not indicated at the time of the originally report and no serious injury or adverse impact to a patient or a user was reported. No sample available.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.